Event description:
It was reported the patient was seen by their doctor on (B)(6) 2014 and when their implant was interrogated it showed 1 to 6 months left in terms of battery longevity. It was stated the battery was okay and had 85-90 percent. It was noted the program 4 therapy impedance value was reported to be less than 50 ohms. Reportedly, based on the patient¿s settings and a calculation that was done it should be 6 to 9 years for the battery longevity. It was stated the impedance on contact pair 0-2 was less than 50 ohms and the patient was programmed on a short. It was noted the patient was feeling stimulation. Reportedly, the last time the doctor interrogated this patient, prior to (B)(6) 2014, that lead combination was fine and the contacts were fine so the short occurred sometime between then. Additional information from the healthcare provider stated the cause of the event was unknown. It was noted impedance measurements less than 50 ohms were shown. It was reported no surgical intervention occurred and reprogramming was going to be scheduled. It was stated there were no symptoms associated with the event and no hospitalization required. The patient¿s outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v880221, implanted: (B)(6) 2013, product type lead. (B)(4).